Event description:
It was reported that one month after implantation of an a060g akreos intraocular lens in the pt's right eye, the pt experienced pain which was treated with medication. Posterior capsular opacification (pco) was also noted at the clinical exam. Pt has also developed capsular block syndrome and is scheduled for laser treatment. The lens remains implanted.

Manufacturer narrative:
The lens remains implanted in the pt's eye and will therefore not be returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.